Event description:
It was reported that this pacemaker was explanted due to oversensing, loss of capture (loc), and pacing inhibition. These issues resulted in the patient experiencing syncope. The device was replaced. No additional adverse patient effects were reported. The device will not be returned for analysis.